Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the staff started the pump, the pump showed an error and blood was noted in the line. As a result, the procedure was discontinued. There was a report of a patient death.

Event description:
It was reported that when the staff started the pump, the pump showed an error and blood was noted in the line. As a result, the procedure was discontinued. There was a report of a patient death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.